Event description:
It was reported that during a hals colectomy procedure, stapler did not form complete staple line. The anastomosis was sewn to complete the procedure. Added time and decontaminated abdomen. Case converted to an open procedure.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically? Procedure was done hand assisted/ upon incomplete firing of ecs29, the procedure was converted to open. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Prolene suture purse string was used. How was the purse string placed, by hand or with an assist device? Hand sewn purse string. Was the spike of the trocar inserted lateral or through the staple line? Spike was inserted anterior to staple line. What confirmation did the surgeon receive that the anvil was firmly attached? Surgeon and rnfa received audible tactile feeling of anvil attachment. When the device was fired, where was the indicator within the green zone/gap setting scale? The indicator was ¾ down in the green zone/gap setting scale. Was buttressing material utilized? Buttressing material was not used. Was the instrument fired across or near an existing staple line or clip? Staple was fired across the distal rectal stump staple line. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? When the instrument was fired, I specifically asked if the rnfa firing the instrument heard a loud crunch, since I did not hear it, she said yes she heard the crunch and so did the surgeon, I emphatically asked again are you sure? They said yes. Were any unexpected noises heard? No unexpected noises were heard upon firing. Were any of the forces higher or lower than expected (closing, firing, or opening)? I think it seemed harder to fire based upon my observation, but nothing stands out as to firing forces being different or higher. Was there any difficulty removing the device from the tissue? Instrument was extremely difficult to remove, matter of fact it was stuck, we could not remove it, we turned ½ to ¾ knob, rotated 90 degrees both left and right, after tugging and pulling, instrument finally was removed. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Donuts were inspected, very complete and thick donuts. Leak test performed and that is when we discovered large air bubbles. Upon inspection, none of the staples formed at all, maybe a slight turn in the leg, but nowhere near "b" formation. Did the operation change significantly as a result of the device issue? The decision was made to open and a hand sewn end to side anastomosis was performed, adding additional 2 hours to the case. What is the patients age and sex? Did a hcp other than the primary surgeon fire the instrument? If so, whom? Rnfa employed by (B)(4) fired the instrument, (B)(6), board member national (B)(4) organization. Has fired the instrument before. Was there a recent conversion to ees devices in this account or with this surgeon? This account has been using the cdh/ecs circular staplers since 1992.

Manufacturer narrative:
(B)(4). Uncut washer - blemished the analysis results found that the device arrived in good visual. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that to remove the device after a complete firing stroke, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference the instructions for use for additional information. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.